Event description:
The customer reported that the images were unusable. There is no report of death or serious injury associated with the complaint. Uninterpretable images may produce non-diagnostic quality images, possibly delay patient treatment and would be serious if it were to recur.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board and image processor boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.